Event description:
During a hip replacement procedure, the rep opened two boxes labeled and standard cordera hip liners to discover that both boxes contained hooded liners. The surgeon had to use a hooded liner to complete the operation instead of the planned standard liner.

Manufacturer narrative:
The cordera hip replacement system liners provided for this case were labeled as standard-style liners. When the boxes were opened in the operating room, it was discovered that they contained hooded-style liners instead of the standard liners as labeled. The two boxes labeled as standard shared identical lot numbers; the two provided boxes labeled as hooded liners were opened to confirm that these were packaged and labled as intended. The boxes labeled as hooded liners did contain the correct item. As a result, the surgeon had no option other than to complete the operation using a hooded liner, and completed the remainder of the operation as planned.